Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that while using an ophthalmic handpiece, the patient experienced toxic anterior segment syndrome after the use of phacoemulsification handpiece and irrigation / aspiration handpiece for the left eye. The patient received a subconjunctival kenalog 40 mg injection along with topical and oral steroids. A dib00 23.5 iol was implanted. Surgery involved a temporal clear-corneal incision with intracameral lidocaine and lidocaine gel.

Manufacturer narrative:
Corrected information provided in sections a1, a2, a3.a, a2, b6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections h6 and h11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown; therefore, a service history review cannot be performed. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. The potential cause of the reported ¿endophthalmitis/tass¿ can be attributed to surgical mitigations or surgical factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. There is no evidence that the design or performance of the equipment, caused or contributed to this issue.¿ therefore, based on the information obtained, the root cause of the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in section b5 and b6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that there was no fibrin and bcva (best corrected visual acuity) was improved.